Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis noted that the main pcb failed testing due to contamination.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification. Analysis also confirmed that the main printed circuit board was out of specification, the battery contacts were compressed and one side bail was broken. (B)(4).

Event description:
It was reported by the biomedical engineer was doing routine checking of the external pulse generator (epg) and found it had missing segments in the lower display. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis noted that the main pcb failed testing due to contamination.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomedical engineer was doing routine checking of the external pulse generator (epg) and found it had missing segments in the lower display. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.